Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report an issue against the micropore-surgical tape 1x10yds. The patient reported an allergic reaction to paper tape. The patient involvement was unknown, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).